Manufacturer narrative:
These events are not associated with device malfunctions or manufacturing nonconformances. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed with empirical evidence based on accounts from the edwards clinical specialist present during the case. Available information suggests challenging anatomy and procedural factors likely contributed to the event.

Event description:
Edwards received notification of a pascal precision procedure in mitral position where an slda happened after release of pascal. The mitral valve had a challenging anatomy leading to difficulties. The jet was all along from medial to lateral commissure with a main component at the medial part of a2/p2. The plan was to use only one device as the mv was small and the gradient was 2.6mmhg. During grasping on the medial part of a2/p2 the anterior leaflet was grasped effortlessly but had difficulties grasping the posterior leaflet. During grasping of the posterior leaflet, the tethering made a flat catching of the leaflet on the paddle difficult. The posterior leaflet was rolled a lot of times when the implant catheter was pulled. Also, it was challenging to grasp enough leaflet with the calcified annulus deteriorating visibility of the posterior leaflet and blocking the posterior clasp during grasping. After several attempts where the posterior leaflet was lost during closure of the pascal, there was finally a better grasping where the posterior leaflet was under tension after closing. It was the best grasp to achieve and grasping anywhere else more medial or lateral would have been challenging as well, as the mentioned challenging conditions of the pml were mostly the same. The decision to put the pascal medial to a2/p2 was that the main component of the jet was there. After clinical team was sure to have a good grasp the pascal was released and the slda was seen. There was no second device implanted for stabilization because there would have been the same issues with grasping of the pml and a disimprovement with an additional device would have been very likely. The issue could not be resolved. The mitral regurgitation did not change from the pre-pascal intervention. The p10 remained at the aml and the physician did not make any accusations or complaints about our product. He saw the substantial defect of the leaflet as the main problem. The grade of regurgitation before the procedure was 4 (massive) on aha scale and after the procedure was 4 on aha scale. Gradient after the procedure was 2.9mm hg. Patient had an echo after the procedure and the device was still at the aml where it was, and the patient was clinically stable.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(6)2023. Other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.